Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had a root canal that got infected and became septic with vegetation on the leads. There were no additional adverse patient effects reported. This previously capped rv lead remained capped.